Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
While reviewing transmitted device data, high out-of-range pacing impedance and increased capture threshold were observed on the left ventricular (lv) lead. The lv lead was successfully reprogrammed to resolve this event. The patient was stable with no adverse consequences.

Event description:
New information received indicates intermittent loss of capture was observed on the left ventricular (lv) lead.